Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to undersensing. Device was placed through sheath and into patients right atrium. No electrical activity was seen on pacing system analyzer (psa) screen in either bipolar or unipolar with helix retracted. Instructed physician to partially expose helix, still no electrical activity was seen. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. However, a helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to undersensing. Device was placed through sheath and into patients right atrium. No electrical activity was seen on pacing system analyzer (psa) screen in either bipolar or unipolar with helix retracted. Instructed physician to partially expose helix, still no electrical activity was seen. This lead was never in service and a new lead was placed. No adverse patient effects were reported.